Event description:
A healthcare professional reported that following implantation of an intraocular lens (iol) the patient complaints persistent about glare & haloes at night. Patient post operatively visual acuity is 6/52 and patient undergoing ocular surface treatment. Additional information was requested, but no further information is available. There are two medical device reports associated with this patient. This report is associated with the right eye.

Manufacturer narrative:
A sample device was not returned for analysis. The product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).